Event description:
A 51-yr-old female had bilateral silicone gel implants placed subglandularly in 1979. Since then, she had problems with encapsulation. She has developed fibromyalgia. Gross exam: both implants are focally ruptured and exude gelatinous, sticky material. The name of the implant MFR is unknown.